Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that stent dislodgment and vessel dissection occurred. In (B)(6) 2016, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed on the same day. The target lesion was located in the second obtuse margin (om2) with 90% stenosis and was 20mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of a 2.25x20mm synergy ii drug eluting stent. The study stent was advanced upto the om2 and the stent got "stuck" about one third of the way down om2 and came off the delivery balloon. The vessel was rewired through the stent but could not be crossed with a balloon. Hence the stent was "plastered against larger branch and left undeployed stent in the origin of om2." Post procedure, a grade a dissection was noted and intervention was performed to treat the dissection. Following post-dilatation, residual stenosis was 50%. On the same day, the patient was discharged on dual antiplatelet therapy. It was confirmed that the cause of dissection was device deficiency.